Manufacturer narrative:
Pending evaluation. Medical products: 02-022-45-3030. 6527151- truliant tib fit tray cem sz 3f / 3t, 02-020-13-0330, 6559961 - truliant cr cem fem cr cem right sz 3, 200-07-35, 6606291 - advanced patella 35mm 3 peg implant.

Event description:
As reported, this 70 year old, female patient had an initial right side tka on (B)(6) 2021. The patient was revised on (B)(6) 2022. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
G3/g4: date was accidentally left off on follow-up #1.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; no reason for revision was given. H7: z-0023-2022.